Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and upon visual inspection, the unit was found to have scratches and chipped paint on the cover housing, as well as scratches on the heatsink. The rear right rubber foot was also found to be missing. The issue was confirmed using error logs, which recorded error m-02. During testing, the erbe unit displayed error code m-02-5 upon startup, and a review of the erbe log showed an additional error m-02. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure resulting in module timeout errors. This issue can be resolved with replacement of the erbe unit.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology, the erbe was acting up and giving an error m-02. There was no report of patient involvement or patient injury.